Manufacturer narrative:
Device evaluated by manufacturer: the balloon protector cap was not returned for analysis. A visual examination of the returned device identified that the balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted with the tip or blades of the device. A visual examination of the returned device observed a hypotube shaft break at 690 mm from the catheter strain relief. The hypotube was also kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. A 15/3.00 flextome® cutting balloon® catheter was selected. During procedure, while the device was advanced through an unspecified 3x15mm guide catheter, it was noted that the shaft of the balloon catheter separated. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a shaft break occurred. A 15/3.00 flextome® cutting balloon® catheter was selected. During procedure, while the device was advanced through an unspecified 3x15mm guide catheter, it was noted that the shaft of the balloon catheter separated. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).